Manufacturer narrative:
Investigation summary: without a lot number, no further investigation can be conducted. When trying to further investigate and gather relevant case information the customer communicated that the discrepancy had resolved. Root cause: insufficient information. Source: email.

Event description:
Customer reporting persistent discordant results with sars test. Customer does not know kit lot information or symptomatic status of patient. Multiple attempts were made to gather further information from the customer without success.